Manufacturer narrative:
The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe device was advanced down the endoscope and positioned within the stomach to treat multiple avms (arteriovenous malformations). However, when the physician attempted to engage the probe, no energy was emitted from the gold probe device, and it did not cauterize the tissue. The gold probe was used in conjunction with an endostat iii generator. The gold probe was connected directly to the generator; no active cord was used. The gold probe device was removed from the patient. There was no visible damage to the device noted. The device had not been tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that a gold probe device was used during an esophagogastroduodenoscopy procedure. According to the complainant, the gold probe device was advanced down the endoscope and positioned within the stomach to treat multiple avms (arteriovenous malformations). However, when the physician attempted to engage the probe, no energy was emitted from the gold probe device, and it did not cauterize the tissue. The gold probe was used in conjunction with an endostat iii generator. The gold probe was connected directly to the generator; no active cord was used. The gold probe device was removed from the patient. There was no visible damage to the device noted. The device had not been tested prior to inserting it into the patient. A second gold probe of the same type was used along with the same generator to complete the procedure successfully. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
The reported complaint of the device's inability to cauterize was not able to be confirmed. The visual inspection during analysis revealed no anomalies. The device also passed all electrical testing. A review of the device history record (DHR) was performed; no anomalies were noted.